Manufacturer narrative:
Zimmer biomet complaint number (B)(4).weight unknown / not provided.additional device information unknown / not provided.device manufacturer date unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 23.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® implant 5 x 10mm (oss510) were returned for investigation. Visual evaluation of the as returned product identified the implant was not fractured, and only showed worn markings. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the (oss410 & oss510) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices for similar event using keyword category (fracture implant). Therefore, based on the available information, device malfunction did not occur for implant oss510 since, a fracture was not identified.

Event description:
No further event information is available at the time of this report.